Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported "capsular contracture" baker grade unknown against right device. The device has been explanted.

Event description:
Healthcare professional reported, "capsular contracture", baker grade IV against right device. Healthcare professional additionally reported, right implant to be rupture. The device has been explanted.

Event description:
Healthcare professional reported capsular contracture baker grade iii/IV against right device. Healthcare professional additionally reported right implant to be rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, creases fold and opening curved on posterior. A visual and microscopic analysis was performed which identified: opening crease sharp on posterior, wear abrasion and stress marks. Based on the device analysis the final assessment is: an opening crease sharp on posterior assessed as fold flaw opening.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, g1, h6.

Event description:
Healthcare professional additionally reported right implant to be rupture. Device has been explanted.